Event description:
It was reported that the patient underwent surgery to downsize their artificial urinary sphincter (aus) cuff due to atrophy. It was determined that the cuff was too big and was downsized from 4cm to 3.5cm. There were no patient complications.